Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2004 - pt was implanted with a bard flat mesh during a pelvic repair procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional info and if available, to request return of the device for evaluation. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
This is an addendum to the initial MDR and is based on medical record review. Based on the limited information provided, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's post implant experience. There is no indication in the medical records provided which would indicate the involvement of the bard flat mesh in relation to the problems experienced by the patient post implant. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
This is an addendum to the initial MDR and is base on medical records provided by the patient's attorney: on (B)(6) 2004 - the patient underwent repair of vaginal vault prolapse,enterocele and rectocele. On (B)(6) 2013 - the patient presented with complaints of dyspareunia since implant, spontaneous vaginal bleeding and mild stress urinary incontinence. She also stated to her md that she had to give up bowling due to a pulling sensation when she exerts herself. She was diagnosed with atrophic post menopausal vaginitis and stress incontinence. She was prescribed hormonal vaginal cream.